Event description:
It was reported the pt had gained 60 pounds and had difficulty charging the ipg. It was also reported the pt no longer had stimulation. The communication with the charger was intermittent, and a replacement charger did not resolve the issue. It was determined the ipg is too deep from the surface of the skin. The physician has referred the pt for a surgical procedure to resolve the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.